Event description:
It was reported that the lens was delivered too quickly into the patient's eye which caused the capsule to break. Reportedly, the lens remains implanted. Additional information has been requested, but has not been received. Reference MDR# 1119279-2014-00276 for the delivery device used during the procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.